Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc needle went through the catheter on (B)(6) 2025, while performing peripheral venous access on a patient, the nurse successfully entered the vessel with normal blood return. However, when withdrawing the inner steel needle from the indwelling catheter and advancing the outer cannula, the needle tube felt unusually stiff. This stiffness caused the cannula to puncture the vessel during advancement, resulting in a failed puncture. The nurse had to select a new vascular access site and repeat the procedure. No serious adverse events occurred, but the delayed establishment of peripheral vascular access hindered the patient's emergency treatment. Similar incidents of vascular puncture during needle insertion have occurred multiple times with other patients. Nursing staff consistently report that these puncture needles are difficult to use and prone to causing puncture failures.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.